Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a total lap hysterectomy (tlh) procedure involving the vaginal cuff, the surgeon toggled needle through tissue and the needle dislodged from the jaw. It popped out without force or applied tension. The current patient status is good. There was no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.